Manufacturer narrative:
The device was returned for evaluation. The braid was observed to be partially deployed out of the microcatheter tip for approximately 0.5 cm and released from the ptfe sleeves. For further examination, the pushwire was pushed out of the microcatheter and the braid was deployed with no issues. The braid was observed to be fully open, with the distal end having slight fraying. Based on the analysis findings , the clinical observation could not be confirmed. We are unable to definitively determine the cause of the reported event or the damaged braid. All devices are 100% inspected for damage and irregularities during the manufacturing process. As per the IFU choose a pipeline¿ flex embolization device with shield technology¿ with labeled diameter that approximates the target vessel diameter. Select an appropriately sized pipeline¿ flex embolization device with shield technology¿ such that its fully expanded diameter is equivalent to that of the largest target vessel. An incorrectly sized pipeline¿ flex embolization device with shield technology¿ may result in inadequate device placement, incomplete opening, or migration. Brand name = pipeline flex with shield, model # = ped2-400-14.

Manufacturer narrative:
The device has been returned for analysis and the investigation is ongoing. A supplemental will be submitted upon completion. Suspect medical device = pipeline flex with shield. Model = ped2-400-14. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during treatment of a blister aneurysm located in the petrous segment of the right internal carotid artery the device did not open distally. The physician planned to place a second device over the first device to create a double layer. During placement of the second device it was noted that the device would not open. The device was resheathed once after approximately 6 mm of the device was deployed in attempt to open the device; however the device did not open. The entire system was pulled out and a competitors device was used to complete the procedure. No patient injury was reported. The aneurysm max diameter and neck size was 3.6 mm. The proximal landing zone was approximately 6 mm and the distal landing zone was 3.8 mm.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.